Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow up report once the investigation is completed.

Event description:
Following the information provided the customer complained that the side rail was damaged. When an arjo engineer attended the customer's site it was determined that the side rail was partially detached (lower arm was detached) and the whole bed frame was deformed. Based on the photographic evidence provided the most likely cause of the damage was blocking the continuous bed movement by an obstacle. There is no indication of patient involvement. No injury was sustained.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail partial detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition (the side rail was partially detached due to side rail lower arm detachment and the bed frame was bent, as per photographic evidence provided). The instructions for use for enterprise 5000x (746-577-en) includes the instructions for safe operation to avoid damage of the side rails as follows: "when the bed is operated, make sure that obstacles such as feet, oxygen bottles, beside furniture or any other objects do not restrict its movement." "Hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories" "check operation of side rails" this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the side rail lower arm was detached from the bed frame. It is unknown if the bed was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of safety side partial detachment.

Event description:
Following the information provided the safety side was partially detached. The circumstances of the damage occurrence remained unknown. The bed was taken out of use. There is no allegation of patient involvement. No injury was sustained. An arjo service engineer visited the site and provided photographic evidence. The evaluation provided, revealed that the bed frame was bent and the side rail was damaged (the side rail lower arm was detached from the bed frame). The bed was assessed as unable to be repaired.